Event description:
It was reported the patient's lead moved after the initial implant. A revision was completed due to the lead migration. Additional information had been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. There were no abnormal impedances, and the event was not due to the implantable neurostimulator (ins). It was stated that it might have been due to surgical technique. A surgical revision occurred on (B)(6) 2012 to re-anchor the lead. The patient's symptom was a change in stimulation. It was stated that that patient outcome was non-serious injury/illness. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).